Manufacturer narrative:
Per the log review, "check flow sensor" error message was noted. Replaced the new hmef (heat moisture exchange filter) to fix the reported issue. (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, the ventilator stopped. There was no reported patient injury.